Event description:
Depuy synthes spine has been made aware of legal action that's been taken involving a charite artificial disc. It was reported that the disc was implanted at l5-s1 level in 2005. On or about (B)(6) 2009, the charite disc is reported to have failed. No information has been provided regarding the nature of the device failure.

Manufacturer narrative:
The device is not available at this time and the lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. In the absence of a product sample and lot number, this complaint will be closed with no further action required. If the product complaint sample becomes available, the complaint file will be reopened and the product evaluated. Device involved in lawsuit.

Manufacturer narrative:
The alert date was (B)(6) 2012.